Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report from a patient who uses mfp with humalog. The patient attached a pen needle to the pen but was not able to turn the dial, and the solution did not come out.

Manufacturer narrative:
H6: investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. A clog test was carried out on the returned sample as per q-sop-183-dl and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report from a patient who uses mfp with humalog. The patient attached a pen needle to the pen but was not able to turn the dial, and the solution did not come out.